Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, crack opening. A leak test was performed and were found two openings. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage, partial delamination of diaphram flange disk assessed as adhesive failure and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device was explanted.